Event description:
It was reported, that the sheath had the ceramic tip damaged. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record could not be performed, the lot number remains unknown since the instrument is too worn and the inscription of the lot number could not be recognized. Despite best efforts, the lot/serial number for the affected device could not be obtained. Therefore, a DHR review could not be performed. The customer reported that the device¿s outer sheath had a damaged ceramic tip. Since the reported device had not been returned to olympus, no results of a physical device inspection are available. Additionally, the reported fault pattern indicates a cause most likely attributable to excessive force, but a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.